Manufacturer narrative:
(B)(4). Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test or verify pump error alarms due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing serial number label, and missing end cap address label.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and inserted a new battery and not he got a battery failed so he put in a new battery again. Customer stated they were able to successfully clear the alarm and able to rewind pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.